Event description:
Free flow due to broken acctuator. Pt received 1800cc fluid instead of intended 900cc. 11/28/95-ce identified that one of the two acctuator tips broken. Third event at this institution. No pt residual harm identified. Note: all triple channel pumps are being pulled as of 12/1/95. MFR aware.